Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. During investigation, the results obtained for the tsh, ft4, ft3, anti- tpo and anti-tshr were similar to the results obtained by the customer with an earlier sample from the patient. No indication of possible interference factors was detected.

Event description:
The customer received questionable a free thyroxine (ft4) result for one patient that did not fit the clinical history. The initial result was 2.06 ng/dl. The sample was sent to other laboratories for testing. The result from another cobas e602 analyzer was 32.4 pmol/l (2.54 ng/dl) and from an ortho analyzer was 8.66 pmol/l (0.67 ng/dl). The discrepant result was reported to the physician in charge of the patient who questioned it as the result did not fit the patient's clinical situation. The physician did not trust the result and took no action based on the result. No adverse event was alleged. The ft4 reagent lot number was 177593. The expiration date was requested, but was not provided. A sample drawn from the patient on (B)(6) 2014 was submitted for investigation.

Manufacturer narrative:
This event occurred in (B)(6).